Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8551, lot# 61052987, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a personal therapy manager (ptm) did not upload information and the pump refill date was not accurate. This was resolved by decoupling/recoupling the ptm from the pump and re-updating the pump with the ptm. No patient symptoms were reported. The device system was used to deliver fentanyl, bupivicaine, and baclfen.